Manufacturer narrative:
The distributor reported the AED will not power on and the asi is blank. The battery pack has an expiration date of september 2026. The maintenance schedule is reported as monthly. The distributor stated they have some expired pads and machines no longer showing charged. Asking what kind of 9v battery the battery pack uses.the pads have an expiration date of september 2023. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported the AED will not power on and the asi is blank. The customer did not report this event occurred during patient use.